Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2013.

Event description:
It was reported that 2 days post implant, the patient presented to the hospital with chest pain. It was noted that post discharge the patient had gone home and chopped wood. There was fluid around the heart and an rv lead perforation was suspected but an x-ray could not confirm that. The fluid was removed and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.